Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the elective replacement indicator (eri) was triggered. The observation was reported by the health care professional (hcp) directly, and no boston scientific representative was involved. The hcp was not able to provide the specific characteristics of the device or send data for analysis to confirm the premature battery depletion (pbd) allegation. Technical services (ts) advised to have an appointment with a boston scientific representative, but the hcp declined this option. Ts advised that under these conditions, the device should be replaced. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received. Data analysis was performed, and it was confirmed that the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received. The device's model/serial number was provided, and it was found that this incident was reported under reference number 2124215-2023-16342. Going forward, subsequent reports will be submitted under that reference number.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the elective replacement indicator (eri) was triggered. The observation was reported by the health care professional (hcp) directly, and no boston scientific representative was involved. The hcp was not able to provide the specific characteristics of the device or send data for analysis to confirm the premature battery depletion (pbd) allegation. Technical services (ts) advised to have an appointment with a boston scientific representative, but the hcp declined this option. Ts advised that under these conditions, the device should be replaced. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.